Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2016: the patient underwent a left total knee arthroplasty for left knee pain and degenerative joint disease. Attune implants were utilized with depuy cement x4. Patella was resurfaced. No intraoperative complications were noted. On (B)(6) 2016: claims sheet indicates right knee arthroplasty without operative notes. On (B)(6) 2019: the patient underwent right knee revision due to suspected aseptic loosening. Intraoperatively, surgeon found a bony ridge grown over femoral component and the femoral component was slightly lateralized. Surgeon notes that femoral component easily removed and a membrane underneath the femoral component but doesn¿t not specify interface. Also noted is tibial component did have cement attached on the anterior to anterolateral portion but less than one third of the surface. Patella was not revised. All other components (femoral, tibial tray and insert) were replaced with non-depuy knee components with non-depuy cement. This complaint captures the right knee. Doi: (B)(6) 2016, dor of right: (B)(6) 2019: (femoral, tibial tray and insert). Dor of left: unknown.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary device history lot : null. Device history batch : null . Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.